Manufacturer narrative:
The patient's weight is not known. The lot history record review and the unique identifier (UDI) will be submitted in a supplemental report. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
The healthcare professional reported that during the coil embolization of an aneurysm for an arteriovenous fistula (avf) at the shunt vessel from the right coronary artery (rca) on a (B)(6) male with heavily tortuous, mildly calcified vessel, the orbit galaxy complex fill (640cf0824 / 17659793) unraveled in the vessel. The coil was removed and the procedure was completed. The reported event did not result in any patient injury or adverse event. There was no reported complication. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter.

Manufacturer narrative:
(B)(4). The healthcare professional reported that during the coil embolization of an aneurysm for an arteriovenous fistula (avf) at the shunt vessel from the right coronary artery (rca) on a (B)(6)-year old male with heavily tortuous, mildly calcified vessel, the orbit galaxy complex fill (640cf0824 / 17659793) unraveled in the vessel. The coil was removed and the procedure was completed. The reported event did not result in any patient injury or adverse event. There was no reported complication. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The device was not available for analysis. During the review of the lot 17659793, one (1) unit was rejected due to the defect stretched coil damaged. This defect could be related to the reported issue related to the orbit galaxy complex fill. Further review of the device history record (DHR) confirmed that the rejected unit was properly segregated and discarded. There were no other issues noted that would be considered as potentially related to the reported complaint. The reported failure of orbit galaxy complex fill coil becoming unraveled during placement could not be confirmed without the product return for analysis. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt. Product complaint : (B)(4).